Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became symptomatic of oversensing. It was also reported that the right ventricular (rv) lead exhibited high thresholds and frequent oversensing. Diagnostic testing/troubleshooting was performed, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.